Event description:
Consumer called in because a bristle fell out of her toothbrush head. She states "a bristle fell out of my toothbrush head and got lodged in my tonsil". "I went to urgent care yesterday and they got it out and everything is good to go".